Manufacturer narrative:
Correction: d6a - date of implant has been corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of patient's t12 leads exhibited high impedances causing ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.